Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.